Event description:
Spinal solutions, (B)(4). ID (B)(4) was meeting in a hospital location for a fusion procedure. The surgeon brought in the manufacturer's representative (which I thought was really odd) to show me what they were going to be installing in my back. The representative told me and the surgeon, it was only his 2nd week on the job and he has no clue what the material was made of, and pretty much scrubs in the operating room and hopes the surgeon knows what he is doing. He continued to tell us that they are a 3 person show who operates from an industrial park and not sure how or whythey use their spire equipment anywhere. At this point, the surgeon rapidly dismissed the rep. I left the facility and started doing some research. So this company is part of another company suspended in the past spinal solutions, (B)(4), the owners are (B)(6). If you (B)(6) search (B)(6) you will see he install fake screws in people's back and was caught for doing this and shut down by the FDA. Also, they are taking bloody trays from locations and storing items in a shop in (B)(6) at (B)(6). (B)(6) in a back unmarked suite. This is beyond bad and needs to be stopped asap.